Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
"It was reported that multiple intermittent altitude alarms occurred, one while the customer was hiking at 6,000 feet and the other after the plane the customer was in had landed on the ground". Customer's blood glucose was 220 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.